Event description:
It was reported that a patient presented in-clinic after receiving an vibratory alert. Upon interrogation, the patient's implantable cardioverter defibrillator went into back-up vvi mode. It was suspected that the back-up mode was cybersecurity related. Corrective programming changes were made on (B)(6) 2022 to successfully restore the device. No patient consequences were reported.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator entered back-up mode due to multiple failed attempts to connect with the patient's transmitter, resulting in an event queue over-flow related reset. This was due to a cybersecurity update not being performed previously. The programming changes performed on (B)(6) 2022 included this update to resolve the event.